Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery hot to touch malfunction was verified and a different issue was identified. The alleged temperature alarms could not be evaluated due to usb pin damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while attempting to charge the pump. The pump became "really hot" while charging the battery. The customer's blood glucose level was 189 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.